Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Caller was instructed to clean the pump and inspect components before successfully loading the cartridge and resuming insulin delivery, following guidance from customer support.